Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously low magnesium results for 3 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that quality control results were within their expected ranges prior to the event. The customer reported that there were no other known issues with the other assays on the analyzer. No system errors were reported. The customer reported that upon subsequent testing, the magnesium results improved after the sample syringe was replaced. A field service engineer was dispatched to the customer's site on (B)(4) 2011. The fse performed routine maintenance on the analyzer. The customer ran quality control samples afterwards and all results were within established ranges. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
Erroneous data generated. A definitive root cause for the event has not been determined.